Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the submitted log file. The log file captured a backup battery fault alarm event on february 14 that was related to a backup battery load test fail fault. It was noted the log file was retrieved from system controller (serial #(B)(6)). The received 11v backup battery (serial # (B)(6)) was tested using laboratory equipment and was found to function as intended. The backup battery is able to fully charge without any alarms active and able to support the system for a minimum of 15 minutes. The 11v backup battery was discharged/recharged in a test system controller and testing was unable to reproduce a backup battery fault alarm. A root cause of the alarm could not be determined during the analysis. Similar events have been identified. A corrective and preventive action has been initiated to investigate the issue further. Abbott is monitoring similar issue. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 11oct2019. It was noted the system controller was shipped with 11v backup battery (serial # (B)(6)). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to emergency department for a backup battery fault and their controller was replaced. A log file analysis captured a backup battery fault on (B)(6) 2021 due to the backup battery failing load test. No other unusual events were noted in the log file.